Manufacturer narrative:
The device remains in service. A request was made for the field representative to obtain additional information, including the device serial number, the name of the physician managing the case, and the cause of the patient's syncope. However, the field representative was not able to obtain the missing details. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal event; however, the date of the collapse did not coincide with any stored episodes in the device. The device follow up showed no issues. It was suspected the patient had an supraventricular tachycardia (svt) and undersensing had occurred. A strip was sent to technical services for review. The strip did not show minute ventilation (mv) sensor noise. There was a very fast atrial flutter at about 300-350 bpm. The onset portion of the electrogram showed some irregular ventricular conduction mixed with ventricular rate regulation (vrr) pacing, and then the ventricular rate accelerated. It was difficult to tell if this was a ventricular arrhythmia or only fast conduction of the atrium. The signals are cardiac based and not indicative of a lead or device issue, and not electromagnetic interference (emi). No additional adverse patient effects were reported.